Event description:
Pt rec'd 1-2 degree burn to right side above umbilicus area. The burn site is approx 1 1/2 - 2" long. Pt was under the radiant warmer after bath for approx 40 mins and nurse removed the thermistor probe cover to transfer pt. The nurse noticed the red area and skin tear on abdomen per nurse's documentation.